Event description:
It was reported that the user experienced a pairing failure between the ilet and a freestyle libre 3 plus sensor, with the app indicating the sensor was already in use; the user was advised to rescan and to wait for data to return to the pump, with escalation to the manufacturer if the issue persisted. No adverse clinical symptoms reported. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. User support included technical troubleshooting and user education. Investigation of this case revealed a suspected sensor linkage or registration conflict preventing successful pairing between the sensor and the pump, consistent with device communication or setup error. It was concluded, based on previously established findings for similar reports, that the cause was user or system setup error related to sensor pairing and account linkage.